Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that one of her three onetouch ultra meters was reading inaccurately high compared to her feeling/ normal results. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests twice a day and manages her diabetes with lantus and humalog (both on a sliding scale). According to the patient, her blood glucose range in the morning is typically below "100-200mg/dl". The patient confirmed she owns three onetouch ultra meters and on (B)(6) 2011 at 5:45am she obtained a blood glucose result of "555mg/dl" with one of her three meters. The patient denied retesting her blood glucose with the other two (onetouch ultra) meters after the alleged issue occurred. In response to the alleged issue, the patient corrected and clarified she immediately treated herself with humalog insulin based on the result with her onetouch ultra meter; however, the patient does not recall the amount of insulin she self administered. Approximately 40 minutes after the reported issue occurred, the patient indicated her husband contacted the emergency medical services (ems) after finding her "incoherent and crawling on the floor". Within ten minutes after the onset of her symptom the patient corrected and clarified she obtained a reading of "21mg/dl" with the ems's meter and was administered orally a tube of glucose "d50" as treatment by the health care professional (hcp). Within minutes after receiving treatment the patient indicated she began to feel her symptom improve. The patient declined going to the emergency room. Prior to ems departing, the patient indicated she obtained a blood glucose result of "60mg/dl" with the ems's meter. At the time of troubleshooting, the customer service representative verified that all three onetouch ultra meters were set to the correct unit of measurement (mg/dl). Despite the alleged issue, the patient informed the mss she continued to use all three of her onetouch ultra meters after the product issue occurred. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading with one of her onetouch ultra meters, administered treatment based on the alleged result, and reportedly was treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter was tested and no faults were found. On (B)(6) 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.